Event description:
It was reported that the user consumed yogurt before bed without announcing a meal to raise blood glucose, then experienced a glucose rise to 265 mg/dl followed by a drop to 64 mg/dl while using the ilet, and was counseled that preemptive bedtime carbohydrate intake was not necessary when in range. Symptoms included asymptomatic hyperglycemia and hypoglycemia that the user treated with oral glucose tablets. Outcomes included resolution of the low without medical intervention or hospitalization. Investigation included user education on appropriate meal announcements and bedtime management, including avoidance of unnecessary carbohydrate intake when in range. Investigation of this case revealed user technique and meal behavior as contributory factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with meal management and carbohydrate intake.